Manufacturer narrative:
The insulin pump had cracked reservoir tube lip and scratched display window noted during visual inspection. The insulin pump had motor error alarm during rewind due to corroded motor home switch. Moisture damage was noted on lcd board and motherboard. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer also reported that the reservoir had leak. The customer's blood glucose was 20 mmol/l at the time of incident. The customer stated that they treated the high blood glucose with an insulin pump. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The insulin pump will be returned for analysis.